Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The investigation is ongoing.

Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: when the surgeon fixed one burr hole cover, the heads of nine screws (4mm) were worn, so he could not fit the burr hole cover. The operation time was delayed and the patient took a further burden, procedure was completed. This is 8 of 8 reports for complaint (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis. The device history record was reviewed and no complaint related issues were found. The screw has extensive damage around the cross slot feature. Since all relevant features could not be inspected due to damage this complaint is indeterminate from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
(B)(4): an investigation was conducted and it states that no product fault could be detected. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.